Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. The customer's blood glucose value was unknown at the time of incident. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir, performed pre-fill test to reservoir per dop114-811 and es9041. Reservoir and transfer guard not leakage during test. (B)(4).